Event description:
It was reported that the lead integrity alert triggered. It was also reported that the right ventricular (rv) lead had oversensing and high pacing impedance. Trend data also indicated noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns evaluation summary: (B)(4). The full lead was received in segments and analyzed. There was intermittency between the pin and the cap. It was also noted that the distal and proximal conductors were distorted. Several conductors had blood/body fluid (not obstructed). There was blood/body fluid in the outer tubing overlay along with cosmetic environmental stress cracking. There was a cosmetic depression on the outer insulation. There helix/lobe was distorted/bent. There was blood in/n the helix/lobe mechanism including the (sleeve head). (B)(4). We did receive performance data collected from the device and have analyzed the data. There was one patient alert for lead failure predictor (lfp) on (B)(4) 2012. Lfp for high rate ns less than or equal to130 ms average ventricular cycle on (B)(4) 2012. Ventricular short interval count equaled 49.8 counts average per day, in 1.93 days, between (B)(4) 2012 and (B)(4) 2012. Weekly pace lead impedance trend data show various spike increases for maximum ventricular pace bi impedance equal to 532 to 1007 ohms peak between (B)(4) 2011 and (B)(4) 2012.